Event description:
It was reported while the surgeon was drilling with a cannulated drill bit the tip broke off. The broken portion was removed and nothing was left in the patient. There was a five minute surgical delay reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.